Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that the brain hemorrhage was caused by the dbs lead/canula device piercing a blood vessel while lowering to stn target. The patient remains in ICU and is recovering from incident. The hemorrhage is currently mitigated and no further damage is occurring.

Event description:
It was reported that patient had a post-operative brain hemorrhage in ICU. This occurred after patient underwent a second lead placement because doctor wasn¿t satisfied with initial placement. Doctor secured the second lead in the left stn (subthalamic nucleus) and was satisfied with final placement. Impedances were normal. It's unknown if the hemorrhage resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.